Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2013, post-operative imaging showed an aneurysm diameter of 86mm that reportedly decreased to 81mm during follow-up imaging on (B)(6) 2016. On (B)(6) 2017, a control angiogram showed aneurysm enlargement to 83mm without evidence of an endoleak. On (B)(6) 2018, additional aneurysm enlargement to 85mm and a proximal type I endoleak were reported on a control angiogram. It was stated that the endoleak will be treated with the implantation of an aortic extender endoprosthesis on (B)(6) 2018. The patient tolerated the procedure.